Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore, the UDI field (in d4) was left empty. Investigation ongoing.

Event description:
Hamilton medical ag received the following report from the hospital: "ventilator assisted ventilation, black screen stops working during use". No harm to the patient occured.